Event description:
Rec'd report of pulmonary artery rupture related to pa catheter manipulation. A pt was admitted to the ICU with a diagnosis of acute abdomen, and was taken to or. When the pt returned to the ICU, the thermistor was noted to be defective (not giving c.o. Readings) and the catheter was removed. When the catheter was replaced, signs of pulmonary rupture were evidenced, ie. Blood from the endotracheal tube, and an attempt to resuscitate was performed; however, the pt expired.